Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited stenosis and regurgitation, with a peak gradient of 50 mmhg. The decision was made to explant the valve. The surgeon noted that after explanting the valve, a perforation on one cusp was observed. In addition, the stent posts appeared to lean to the inward side. No calcification or thrombus was noted. The surgeon commented that he was not sure if the incident was device-related or not. He also mentioned that the perforation may have been due to damage caused by forceps during the initial implant. During the initial implant, the surgeon reportedly needed to implant the valve at a tilt as it did not fit into the patient's annulus. The doctor commented that it was possible that the valve had become distorted due to the way it had been implanted.

Manufacturer narrative:
Analysis: the valve was sent to the hospital pathology laboratory for analysis. A copy of the pathology report was requested, but was not available. Five slides containing sections of the valve were received from the hospital pathology lab. The slides, however, were not of high quality, either in the fixation, embedding, or sectioning. In addition, no information was provided as to the tissue source or location of any of the returned slides. Consequently, a thorough evaluation could not be completed. Analysis was limited to review of the device history record, which shows that this valve met manufacturing specifications when released for distribution. Conclusion: the exact cause of the event could not be determined. Statements from the surgeon indicate that implant technique may have contributed to the regurgitation. The device was explanted and replaced without reported patient complication.